Event description:
Additional information received indicates that the patient was hospitalized. Patient¿s lower limbs were not completely paralyzed, could move under the support of moving aid. Patient has now recovered and discharged in (B)(6) 2020.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a scs trial procedure on (B)(6) 2019 the physician accidentally penetrated the lead into the patient¿s spinal cord. The patient was paralyzed, however the lead was implanted and the procedure was completed. Patient was transferred to the hospital for recovery. The patient later regained feeling in the legs. Information indicates that the physician later confirmed that the event occurred due to operational circumstances rather than a product quality/performance issue. No further intervention is planned.

Event description:
Additional information indicated that the patient is still admitted in hospital and is recovering. Patient now is able to walk.

Event description:
Additional information received indicates that the patient is still in hospital, but is recovering well.